Manufacturer narrative:
Service inspected the analyzer, performed troubleshooting procedures, and determined the syringe assembly to be the likely cause of the issue. Service replaced the syringe assembly resolving the issue. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that false reactive architect toxo igg results were generated for three patients. Sid (B)(6): first result 24.5 iu/ml (reactive). Recalibrated the assay and repeated 0.1 iu/ml (nonrea ctive). Previous sample from march was nonreactive. Sid (B)(6): first result 37.9 iu/ml (reactive). Recalibrated the assay and repeated 0.1 iu/ml (nonreactive). Previous sample from march was nonreactive. Aliquots from both samples were sent to another laboratory. Both results were nonreactive. Sid (B)(6): first result 0.00 iu/ml (nonreactive). Recalibrated the assay and repeated 31.6 iu/ml (reactive). Recentrifuged and repeated 0.1 iu/ml (nonreactive). The customer does not run any quality controls for the architect toxo igg assay per package insert recommendations. The customer was instructed to test quality controls then test 5 replicates of a patient sample. The sample results were 28.4 iu/ml for the first replicate, then 0.1 iu/ml for the following four replicates. No adverse impact to patient management was reported.